Event description:
A customer contacted global technical service to report that the bag fell and disconnected and wanted assistance with ending therapy on the home choice (hc) during dwell 2. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The hp was to restart with new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp regarding the reported problem, it was found that when he was coming out of the bathroom he accidentally bumped the table, knocking the bag off. The hp confirmed that it disconnected. The hp said that he threw everything out and restarted with new supplies. He was able to resume successfully. The hp said he was using spike supplies at the time. The hp said he did not experience any complications afterwards. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.